Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that the device alarmed 800.8000 error. It was noted that the event occurred "just after giving pca dose," when the pc unit alarmed for system error. It was reported that total parenteral nutrition (tpn) and lipids were infusing at the time of the event. The clinician had to replace the devices with new pcu and pump module. There was patient involvement, but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alarmed 800.8000 error. It was noted that the event occurred "just after giving pca dose," when the pc unit alarmed for system error. It was reported that total parenteral nutrition (tpn) and lipids were infusing at the time of the event. The clinician had to replace the devices with new pcu and pump module. There was patient involvement, but impact is unknown.